Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 5pm for a high blood glucose level of around 300 mg/dl. The customer stated that their pump alarmed and they were not feeling well prior to the hospitalization. The customer was off the pump four hours before admission to the hospital. The customer was off the pump at the time of the call. The customer will call back to trouble shoot once they have the pump available to them. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.